Event description:
The customer reported getting an intermittent 12 lead ECG connection during use. No adverse pt impact was reported.

Manufacturer narrative:
The customer reported getting an intermittent 12 lead ECG connection during use. No adverse pt impact was reported. On 11/25/08 philips evaluated the device. The symptom could not be duplicated. The processor pca and therapy connector were replaced. The device was returned to the customer after passing all testing. There have been no additional reports of this issue with the device. We are considering this an intermittent malfunction. We cannot determine the cause since the symptom could not be duplicated, and multiple parts were replaced.